Event description:
During chemotherapy injection the patient gets pain in subcutaneous area. When removing the catheter it was noticed that the catheter showed a hole distal to the cuff. Patient injury indicated. No surgical intervention required. No other information provided.